Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter flush port had an unknown material on it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the catheter was inspected a cotton-looking product or some kind of white marking was observed on the catheter flush port. No damage to the sterile seal or packaging was observed. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter flush port had an unknown material on it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the catheter was inspected a cotton-looking product or some kind of white marking was observed on the catheter flush port. No damage to the sterile seal or packaging was observed. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon inspection it was observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The flush tubing is part of the assembly between the flush tubing and luer, and the potential adhesive was outside of the tubing, which would not affect the operation of the flushing system since it would not be in contact with the inner section. Media inspection of a photo attached to the complaint was also performed. The photo showed the flush port with some white material. The reported clinical observations were confirmed by the analysis results.